Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. The initial result on (B)(6) 2022 was positive. A new sample was collected (B)(6) 2022, and the result was negative. The customer retested the result from (B)(6) 2022 and the result was negative. The following data was provided: (B)(6) 2022. Sid (B)(6) 135.23 miu/ml (B)(6) 2022. Sid (B)(6). <1.20 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Complete information from patient identifier. Patient identifier: multiple = (B)(6). No other patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot shows normal complaint activity. Return testing was not performed as returns were not available. Device history record review was performed on lot 39013ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The overall performance of architect total ss-hcg reagents in the field was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect total ss-hcg reagent identified in this complaint.